Manufacturer narrative:
(B)(6) 2016 04:58 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(6) 2016 03:12 pm (gmt-5:00) added by (B)(6) ((B)(4)): the hospital reported that during an endoscopic vein harvesting procedure, the tip of the vasoview hemopro 2 device broke. The wire on the jaws delaminated. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6) 2016 03:41 pm (gmt-5:00) added by (B)(4) ((B)(4)): (B)(6) is the rep for this account and case. (B)(4). This is the second of three complaints. The only information I have is the hospital name, account number and surgical product coord name (B)(6). Left her a vm

Manufacturer narrative:
(B)(4). The device was returned to the factory for investigation. Signs of clinical use were observed. No blood was observed on the device. The heater wire was detached at the tip and flexed away from the hot jaw. No other nonconformance was observed. Based on the condition of the device as returned, the reported complaint was confirmed. Since there was no blood on the device, the most probable cause of the damage is improper insertion/retraction from the cannula during setup of the device. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, the tip of the vasoview hemopro 2 device broke. The wire on the jaws delaminated. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). This is the second of three complaints. The only information I have is the hospital name, account number and surgical product coord name (B)(6). Left her a vm.